Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse has been trying to start therapy for some time. They tried two arctic sun devices and two brand new sets of pads already. Had disconnect and reconnect using proper technique. Restarted therapy and flow rate (fr) went to 0lpm. Guided to diagnostics showed that the system hours were 2256, pump hours were 2070, inlet pressure (ip) was -0.6psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Tried second device (dycwy527). System hours were 162, pump hours were 95, inlet pressure (ip) was -4.2psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 1.2lpm (medium size pads). Stopped therapy, drained pads and placed device in manual control. No pads attached, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 65 percentage, flow rate (fr) was 1.9lpm. The next pad got another page. Since this was a time-consuming process and did not wish to leave the other customers waiting, they instructed on how to watch for stable inlet pressure (ip) was at -7psi and added the pads one at a time. After speaking to the other customer, they called back, then added the right chest and thigh and both stabilized at -7psi, however when added the left chest pad the inlet pressure (ip) went to -2.3psi. Suggested removing this pad and replacing it with a universal pad. They had plugged the device into a bed while was on the other line (unclear why), so reconnected to a wall outlet, turned device back on, ensured manual control was disabled, connected a universal pad in place of left chest pad and restarted therapy. Flow rate (fr) was 3.3lpm at this time. Advised could return this pad for investigation (already disposed of the first set). Please ask during the day to coordinate the pad return. Per follow up information received via task on 29jan2026, spoke with charge nurse who had brief notes on this event and those notes did not include information about a faulty device. Only the pad was mentioned, which has been placed in the storage closet. They had one from the set and the rest seem to be disposed of and requested the box sent to the micu to avoid delays in receipt.